Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while reportedly wearing the lifevest. The patient's date of death was not reported. The patient received ten appropriate treatments on their last wear date. The device was started up at 04:19:55 on (B)(6) 2025. At 22:31:44 on (B)(6) 2025, an arrhythmia was detected. ECG shows sinus rhythm @ 80 bpm with pvcs transitioning to vt @ 220 bpm. At 22:32:19, the patient received the first appropriate treatment. Rhythm the time of treatment was vt @ 220 bpm. Post shock rhythm was vt @ 180 bpm. At 22:32:50, the patient received the second appropriate treatment. Rhythm the time of treatment was vt @ 220 bpm. Post shock rhythm was vt @ 220 bpm. At 22:33:24, the patient received the third appropriate treatment. Rhythm the time of treatment was vt @ 250 bpm. Post shock rhythm was vt @ 220 bpm. At 22:33:55, the patient received the fourth appropriate treatment. Rhythm the time of treatment was vt @ 240 bpm. Post shock rhythm was vt @ 220 bpm. At 22:34:29, the patient received the fifth appropriate treatment. Rhythm the time of treatment was vt @ 250 bpm. Post shock rhythm was vf/fine vf. At 22:47:30, an arrhythmia was detected. ECG shows fine vf. At 22:48:35, the patient received the sixth appropriate treatment. Rhythm the time of treatment was fine vf. Post shock rhythm was asystole with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 22:50:48, an arrhythmia was detected. ECG shows fine vf. At 22:52:05, the patient received the seventh appropriate treatment. Rhythm the time of treatment was fine vf. Post shock rhythm was asystole with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 22:53:07, an arrhythmia was detected. ECG shows vf. At 22:55:13, the patient received the eighth appropriate treatment. Rhythm the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 22:56:57, the patient received the ninth appropriate treatment. Rhythm the time of treatment was vf. Post shock rhythm was idioventricular rhythm @ 80 bpm with CPR/motion artifact. At 22:58:00, an arrhythmia was detected. ECG shows fine vf. At 22:59:55, the patient received the tenth appropriate treatment. Rhythm the time of treatment was fine vf. Post shock rhythm was idioventricular rhythm @ 70 bpm with CPR/motion artifact. The device was shut down at 01:30:36 on (B)(6) 2025.